Manufacturer narrative:
(B)(4). Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead is dislodged. It was decided not to intervene at this time.